Event description:
The patient claimed the animas insulin pump has a load step issue. The insulin started squirting out of the tubing when the patient performed the load step. At the time of concern, the subject pump did not prompt a "no cartridge detected" warning. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1. The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results : testing was unable to confirm or duplicate the reported load step issue. Black box review shows no evidence of "load step malfunction" or any unusual loss of prime warnings. The pump powers up normally, the pump is able to pass "ez-prime" steps and to prime successfully. Force sensor calibration reading is within the required specifications. The pump was opened, no damage was found to the force sensor or on the power circuits. No defect was found.